Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a device capsule which failed to detach from the delivery device. There was no harm to the patient, no intervention was required and a repeat procedure was performed. An endoscopy had been performed prior to the device procedure and no lubricant was used to facilitate placement of the capsule. The defective device is being returned for investigation.

Manufacturer narrative:
Device evaluation: the delivery system and capsule were returned for evaluation. The returned products met specification as received. Visual inspection found no defects. The investigation found the device to function normally and within specifications. We were unable to confirm the customer¿s report. If information is provided in the future, a supplemental report will be issued.